Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately tortuous proximal cx lesion. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. Following rota ablation in the circumflex, a resolute onyx was successfully implanted mid vessel. The physician then attempted to deliver the second resolute onyx however resistance was encountered and the physician struggled to advance the stent. The device did not pass through a previously deployed stent. An anchor balloon was used in the om to deliver. When in position the physician noted 3-4 mm of foreshortening. The physician commented that it appeared like it had been compressed prior to balloon inflation. The balloon was inflated next, to avoid losing the stent. The stent struts appeared denser in angio images. A third resolute onyx stent was deployed to compensate for the shortening . A nc balloon was used for post dilation. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.